Event description:
It is reported that during product inspection, it was discovered that the tip of the screwdrivers were fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.